Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suturing device was used. After the surgeon threw his third throw of his knot, the suture separated from the needle. The surgeon threw one more knot using different instruments and completed the procedure with no patient consequences. No additional information is available.